Event description:
It was reported that the surgeon was inserting a single inner set screw into a 25mm reduction x-tab screw to lock down a rod. Force was applied and the tip of the driver snapped off from the instrument. The broken tip could not be retrieved as it was stuck in the set screw which was implanted. The procedure was extended by five minutes as a result of the difficulty.

Manufacturer narrative:
Additional narrative: device manufacture dates: jun-25-2008; may-19-2008; apr-23-2009. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date: june 25, 2008, may 19, 2008, apr 23, 2008; visual examination of the returned viper2 x25 set screw inserter found one half of the tip of the inserter had broken off from the instrument. The missing piece was primarily the thinner threaded portion of the tip. The remainder of the device is in good condition. Results of fracture analysis reveal plastic deformation. The texture of the fractured surface is consistent across the entire surface, suggesting the driver tip underwent a quasi-static overload shear failure. Review of the device history record for the production lot found no discrepancies were observed during the manufacturing process. As such, no issues were observed during the manufacturing and release of these products that could have contributed to the problem reported by the customer. A 12 month review of the complaint trend analysis for the product code found no emerging trends. The root cause for the tip breakage could not be positively determined from the sample and the information provided. However, a potential root cause is damage to the device over time due to age. No corrective and preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of these devices. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device manufacture date was recorded on the initial mfg. Medwatch report as jun-25-2008; may-19-2008; apr-23-2009. The device manufacture date was recorded as "additional information" on mfg. Medwatch report, follow up report #1, as june 25, 2008, may 19, 2008, apr 23, 2008 the correct device manufacture date is as reported on follow up report#1: june 25, 2008, may 19, 2008, april 23, 2008. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.